Manufacturer narrative:
The initial reported event of fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular [rv] lead had an apparent lead fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event. 2020-11-23: it was further reported that the rv lead had a confirmed fracture. The lead was previously capped, and later explanted and replaced.